Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. The material was not used, so it did not harm the correct patient? It was not used. 2. Was this material kept? Or discarded? Kept. Investigation summary: the product was not returned to ethicon inc for evaluation. A visual inspection of the received photographs was carried out. A visual analysis of a received image was performed and an open bundle was observed; the hair was not observed in the image. The product code is 411961. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The device was dispensed for the patient's surgery and a hair was found when opening the device. There was no harm to the patient. No adverse patient consequences were reported. Additional information was requested